Manufacturer narrative:
Unit alarmed failed self-test during self-test, unable to download to carelink, and unable to communicate with test glucose meter due to faulty electrical component on the radio frequency board. Unit received with cracked reservoir tube lip, minor scratched display window, cracked case at display window corner, and cracked battery tube threads.

Event description:
The customer's physician reported via phone call that the insulin pump alarmed failed self-test every day around 10 a.m. They were unable to download the insulin pump's information because no data was available. Customer's blood glucose level was not reported. The customer was advised that the device would be replaced and agreed to return the product for analysis.